Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading step, customer did not insert needle in the middle of the white septum of the cartridge causing syringe needle to bend. There was no reported impact to customer's blood glucose. No additional information was provided.